Event description:
Per the clinic, the patient experienced pain and tinnitus sensation with stimulation. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed january 10, 2014.